Event description:
Related manufacturer report number: 2017865-2023-18146/ it was reported during in clinic follow up that the atrial lead exhibited pacing impedance issues. The implantable cardioverter defibrillator exhibited oversensing due to crosstalk, which resulted in inappropriate shocks and patient discomfort. The device was successfully reprogrammed. The patient was stable following intervention.